Event description:
Same case as MFR ID # 2134265-2013-01420. It was reported that during a percutaneous coronary intervention, the device became caught in a placed stent. The 90% stenosed target lesion was located in the severely tortuous right coronary artery (rca). The physician encountered difficulty engaging the guide catheter and catheter support was "not good." The 2.5x12mm promus element stent was deployed in the proximal rca. The deployed stent was not fully apposed to the vessel wall, no post-dilation was performed. Following stent deployment the vessel flow was not improved. The 2.5x38mm promus element plus stent was advanced however was unable to cross the deployed stent. The stent was removed and upon removal it was noted that the previous stent was explanted and "wrapped" with the withdrawn device. The procedure was completed with a different non-bsc guide catheter and two additional promus element plus stents. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, the device became caught in a placed stent. The 90% stenosed target lesion was located in the severely tortuous right coronary artery (rca). The physician encountered difficulty engaging the guide catheter and catheter support was "not good". The 2.5x12mm promus element stent was deployed in the proximal rca. The deployed stent was not fully apposed to the vessel wall, no post-dilation was performed. Following stent deployment the vessel flow was not improved. The 2.5x38mm promus element plus stent was advanced however was unable to cross the deployed stent. The stent was removed and upon removal it was noted that the previous stent was explanted and "wrapped" with the withdrawn device. The procedure was completed with a different non-bsc guide catheter and two additional promus element plus stents. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned with the stent of the related complaint sitting on its stent. The stent of the other device had become embedded on the stent of this device. The stent of the other device was pushed on to the shaft of the device. Visual and microscopic examination revealed proximal stent damage. The struts on the first three rows on the proximal of the stent were misaligned and raised up. The tip of the device was flattened. There were traces of solidified contrast media present inside lumen of the device. No kinks or damage were noticed along the shaft of the device. The balloon of the device was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident.the balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).